Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Two incidents were reported by the customer. First incident: customer reported receiving readings of 33 mg/dl and 303 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. Second incident: customer reported receiving readings of 436 mg/dl, 37 mg/dl and 309 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with these events.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.